Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer closure between medication removals was due to clinical data categories (cdcs) assigned to the medications and devices within the kit. The technical support specialist reviewed the configuration and recreated the scenario in a test environment. It was confirmed that when cdcs are assigned, the drawer must close between each medication removal, even if the items are part of the same kit. This behavior aligns with known system functionality as documented in knowledge article named "drawer needs to be closed between 2 removals ¿ cdc required". The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es when trying to remove meds from a specific kit, the drawer will need to close in between each removal. After enabling the scan to remove function, the drawer remains open throughout all the removal. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.